Event description:
It was reported that the pump battery would not charge despite being connected to a wall outlet using a tandem charging cable. There was no reported adverse impact to the customer¿s blood glucose level. The customer tried several methods to resolve the issue, including using a different wall outlet and adapter, but the pump still failed to charge properly. Technical support educated the customer on leaving the pump to charge for 30 minutes continuously. When the charging issue persisted, it was determined that the pump needed to be replaced. The customer was instructed to use alternate insulin therapy to ensure continuous delivery and to put the defective pump in storage mode before returning it. A replacement pump was subsequently provided.